Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked reservoir tube lip, and cracked case behind the insulin pump near the battery tube compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case. The crack was seen on the backside. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.